Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the wound infection cannot be ruled out. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include concomitant bevacizumab (carries a black box warning for wound complications. Source: bevacizumab prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity.

Event description:
A 26-year-old male patient with recurrent astrocytoma grade 4 began optune gio therapy on (B)(6) 2026. On (B)(6) 2026, the patient informed novocure that he had experienced a skin irritation described as a spot beneath the transducer arrays. The patient reported that a physician had prescribed an unspecified antibiotic. Consequently, optune gio therapy was temporarily discontinued. An image provided demonstrated a small open wound with mild to moderate erythema on the surgical resection scar (last surgical resection (B)(6) 2025). On (B)(6) 2026, the prescribing physician reported that the patient had developed a superficial wound with a possible associated infection, which was treated with unspecified antibiotics. The physician assessed that the event was possibly attributable to irritation related to the transducer arrays. Optune gio therapy was temporarily discontinued pending wound healing. It was also noted that the patient was receiving bevacizumab at the time of the event.